Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed four times for a motor error, a failed battery test, and for no delivery. The alarms interrupted a bolus delivery. The blood glucose reading was 15.6 mmol/l. It was advised that the customer revert to a back up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarm, excessive no delivery alarm or failed battery test alarm noted. The battery icons functioned properly. The motor passed the motor test. The pump was received with a cracked reservoir tube lip.